Event description:
The customer reported that they could not acquire the pads ECG waveform (from the lead ECG waveform) during a patient event. There was no report of any negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported that they could not acquire the pads ECG waveform (from the lead ECG waveform) during a patient event. There was no report of any negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.